Manufacturer narrative:
Catheter model 8709sc lot# unk (B)(4) implanted: 2008-(B)(6) explanted: unk.

Event description:
It was reported that the catheter had fractured and a revision was being done. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
The catheter fractured and the distal portion was in the it sac. The surgeon opened the dura and removed the broken portion of the catheter. The catheter and pump were replaced. The drug being administered via the pump was baclofen.